Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The patient planned on eventually being replaced with a medtronic device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the etiology was related to the device/therapy.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient presented erythema in the left breast region, as well as swelling of the area, which progressively increased until a dehiscence of the wound with exposure of the ins without purulent liquid leakage. Initially, the patient treated themselves with mentiorlate over the wound. Afterwards, topical antibiotics were prescribed and they were hospitalized. The ins and extension were explanted and not replaced. The issue resolved without sequelae on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was related to the implant procedure.